Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked on (B)(6) 2024, the patient discovered that the closed intravenous indwelling needle catheter was leaking during the infusion process. The leakage caused the clothes to become wet. He immediately reported it to the nurse on duty. The nurse on duty immediately reported it to the equipment department, and the equipment department staff arrived immediately for inspection. It was found that the closed intravenous catheter was indeed leaking and a good sealed intravenous catheter was replaced for the nurse to use. The nurse placed the patient's catheter for a second time, causing secondary pain and emotional panic.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot-2248012. 1-this batch of products were assembled at intima ii auto line 2 in september 2022, and packaged at cfs package line in september 2022. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-review incoming inspection records of catheter, no abnormalities. 2. No defective samples and photos have been received, and the specific leakage site and damage state of the catheter cannot be identified. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. Please see the attached test report. Conclusion(s): the root cause of the leakage of the catheter cannot be determined because no abnormality is found in the process and retained sample, and no defective sample has been received for further examination.